Event description:
User noted excessive EKG waveform noise on several monitors in nicu. Upon arrival, biomedical technician noted excessive 60 cycle interference on the EKG waveform making the waveform unreadable. The biomed tech changed the EKG filter to "on" and waveform returned to normal. Upon further troubleshooting the biomed tech unplugged all the medfusion 3500 syringe pumps from ac power and noted that the 60 cycle interference was removed from the EKG monitor. Biomed informed the user to continue monitoring all patients with the ECG filter engaged until we further evaluated the cause of interference from the syringe pumps.